Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported error code 3142, exhalation autozero solenoid cannot open. No patient harm reported.